Manufacturer narrative:
Customer service sent the customer soft fit breast shields. During clinical follow up, the customer indicated that she was pumping with the breast pump to aid with her inverted nipples. While using the personal fit breast shields, they cut into the base of her nipples. She developed mastitis, saw a physician and was prescribed antibiotic treatment (10 days). The treatment resolved her mastitis and she continues to pump using the soft fit breast shields that were sent in response to the issue. She indicated that her nipples are still sore and she was counseled to seek professional lactation support to address her pumping issues and to ensure that she has a proper breast shield fit. She also indicated that she would send the personal fit breast shields in for analysis/testing. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4). The breast shields were not received from the customer for testing/analysis as of the date of this report. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Based on the fact that the breast shields are not available for testing and analysis, it cannot be definitively concluded that they caused or contributed to the mastitis. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she is using a rented breast pump and the personal fit breast shield cut her at the base of her nipple and she contracted mastitis. She saw a physician who indicated that the cut could lead to the infection and the physician recommended that she discontinue using the breast shields.